Event description:
The customer reported that the defibrillator was mounted on the ambulance wall and caught fire, causing damage to the ambulance. There was no pt involvement, as the ambulance was parked and idle at the time of the event.

Manufacturer narrative:
The customer reported that the defibrillator was mounted on the ambulance wall and caught fire, causing damage to the ambulance. There was no pt involvement, as the ambulance was parked and idle at the time of the event. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.